Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: analysis of the returned device identified; creases fold, wear abrasion and opening curved on anterior. A leak test and microscopic analysis were performed which identified delamination (<75% partial separation), a sharp opening, and a striated opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated opening on the anterior side assessed as surgical damage consistent with the use of some surgical tool, a sharp opening on anterior assessed as an unidentified (tear) opening, and partial delamination of the valve due to cohesive failure.

Event description:
Healthcare professional additionally reported "any creases."